Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited decreased threshold measurements and decreased low out of range pacing impedance measurements. A revision procedure was scheduled for a lead fracture. Additional information was received that the rv lead was explanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned in two segments severed at approximately 19.8 cm from is-1 pin. Continuity testing, high power microscope, and x-ray examination all have revealed no conductors fracture. Visual inspection showed a cut in trilumen insulation where rs- coil at this location is melted open. Analysis determined that this was possibly caused by electrocautery at explant as the device was pulled from archives and inspection revealed no arc marks. Analysis was not able to confirm the field allegation of a fracture.